Event description:
On (B)(6) 2013 the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. When the physician implanted a contralateral leg component on the left side, the device partially deployed in the external iliac artery, covering the hypogastric artery. Final angiography showed no other problems. The patient tolerated the procedure. The device was left covering the hypogastric artery.

Manufacturer narrative:
Results: the review of the manufacturing records verified that this lot met all pre-release specifications.